Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a routine device replacement procedure, exposed wires were noted on this chronic right ventricular (rv) defibrillation lead. The lead was suspected to have been cut during the device replacement procedure. This lead was surgically abandoned and a new lead was then implanted. It was then noted that the patient went into ventricular tachycardia (vt) and decompensated and required external shocks. The patient was then admitted to the intensive care unit (ICU). While in the ICU, the patient again went into vt. The implanted device successfully detected the rhythm and delivered anti-tachycardia pacing (atp) and shock therapy to convert the rhythm. The replacement rv lead then exhibited increased threshold measurements post implant. Maximum outputs were then programmed. An x-ray was performed one day post implant and noted the replacement rv lead was dislodged. The patient was noted to have a heart rate of 43 beats per minute (bpm) and was noted to be stable. No additional adverse patient effects were reported. The replacement rv lead was then successfully repositioned. This rv lead was surgically abandoned and will not be returned.